Event description:
During ivtm therapy set-up, the thermogard ivtm system (serial # (B)(4)) displayed "tcmid:06 (ce post failure) error message. Another thermogard ivtm system was used to treat the patient with minimal delay. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial # (B)(4)) displayed "tcmid:06 (ce post failure) error message was confirmed based on the event log review and during functional testing. The investigation revealed that the 24-volt supplies to cooling engine (ce) compressor and blower fan was opened. The root cause of the reported issue was due to a burnt j22 connector on the pic-16 pc board. Upon visual inspection, noted missing a cold well cap and prime switch cover, worn-out white rollers, a bent pump latch from the pump lid, a loose power input module and the display pivot was disassembled into many pieces, unrelated to the reported complaint. The probable causes of these types of physical damages, loose, worn, and missing parts was like attributed to user mishandling. The physical damages, worn and missing parts needs to be replaced and the loose power input module needs to be tightened to address all these issues. Event log data review was performed and showed multiple tcmid:06 (ce post failure) error messages have occurred, thus confirming the reported complaint. Also, unrelated to the reported complaint, the event log showed mid:10 (error timeout failure) and mid:20 (wait_for_adc1_eoc.) Likely cleared by the customer. The console failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, thus confirming the reported complaint. The defective cooling engine and a pic-16 pc board wire harness assembly needs to be replaced to remedy the fault. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(4).